Event description:
Reported via social media. It was reported via social media that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted in february 2022. At an unspecified time point in 2023, it was reported that the patient experienced a cerebral vascular accident and was placed back on blood thinners.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.